Event description:
According to the reporter, during the amigdalectomia (tonsillectomy) procedure, the unit vessel sealing is not performed properly, and the forceps are stuck and cannot be opened to continue with the procedure. The device was used a couple of times if it worked well, but when introducing it closed in the patient's mouth and trying to open it, it did not work because the device got stuck. The device was cleaned up when the doctor reported that it was stuck. The doctor uses bipolar energy to complete the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Please note that the involved device is not marketed in the united states; however, it is similar to the united states marketed device bizact gei. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during amigdalectomia (tonsillectomy) procedure, the unit vessel sealing was not performed properly and that the forceps were stuck and cannot open to continue with the procedure. The doctor used bipolar energy to complete the procedure. There was no patient injury.